Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that the problem is the main pcb (printed circuit board). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is giving vent inop (ventilator inoperable), motor fault, low pip (peak inspiratory pressure), and low ve (minute ventilation) alarm. The customer confirmed that there is no patient involvement associated with this reported event.